Event description:
It was reported that 5 bd maxplus needleless connectors experienced leakage. The following information was provided by the initial reporter: the employee said that the hospital has been experiencing product leakage from time to time, and the connection between bd's needleless connector and the precision infusion set has leaked, which is suspected to be a mismatch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-oct-2022 . H6: investigation summary twenty-six mp1000-c china samples were received for investigation ten samples were received from lot 20125200 (nine in sealed packaging and one in opened packaging); and, sixteen samples were received from lot 20096100 (fifteen in sealed packaging and one in opened packaging). The feedback provided by the customer indicates leakage was detected at the connection between the female luer adaptor of the maxplus device and the kankang infusion set. As part of the investigation, the customer provided a video of the affected sample; analysis of the video confirmed leakage from the connection of the female luer adaptor, however no obvious damage was visible to either component. A visual inspection of the returned samples did not identify any damage or manufacturing defects which could have caused or contributed to the customer experience. One of the samples in opened packaging, and four of the samples in sealed packaging from each lot were subjected to pressure testing in order to replicate the customer's experience; in each instance, no leakage was detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20096100 and 20125200 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that 5 bd maxplus needleless connectors experienced leakage. The following information was provided by the initial reporter: the employee said that the hospital has been experiencing product leakage from time to time, and the connection between bd's needleless connector and the precision infusion set has leaked, which is suspected to be a mismatch.

Manufacturer narrative:
H.6. Investigation: a mp1000-c china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20125200. As part of the investigation, the customer provided a video of the affected sample; analysis of the video confirmed leakage from the connection of the female luer adaptor of the maxplus with an alleged kangkang infusion set, however no obvious damage was visible to either component. A review of the production records for lot 20125200 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that 5 bd maxplus needleless connectors experienced leakage. The following information was provided by the initial reporter: the employee said that the hospital has been experiencing product leakage from time to time, and the connection between bd's needleless connector and the precision infusion set has leaked, which is suspected to be a mismatch.